Manufacturer narrative:
It was reported by the patient's mother that the patient's medical history included a cardiac electrical condition. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient died. Per the patient's mother, the implantable cardioverter defibrillator (ICD) should have saved his life. The cause of death was unknown. The ICD delivered shock therapy at the time of the event but the patient was not revived. Per the physician, the patient's death was not related to the ICD system; the device delivered appropriate therapy.